Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comments regarding the control knobs and keypad buttons of the external pulse generator (epg). They were found to work as expected and the epg passed all automated incoming tests and bench testing with no anomalies observed. However it was noted during analysis that the inside of the atrial output connector was contaminated, hanger was contaminated and corroded, main printed circuit board (pcb) was corroded and contaminated, upper case was broken and contaminated, keyboard window was scratched, encoder assembly was contaminated (rust), control knobs were contaminated, lower case was contaminated, main seal was pinched and damaged (stretched out of shape), both wires on the liquid display screen (lcd) were pinched, display frame was contaminated and discolored, all four display grommets were contaminated, all four encoder nuts were contaminated, both output connector nuts were discolored, all four display frame screws were contaminated, two case screws were contaminated, hanger screw was contaminated, all six pcb screws were contaminated and the epg needed updated batter drawer shorting bar. All found defective parts were replaced and all other identified issues were resolved. The epg received the updated battery contact design, firmware was updated and it passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the buttons were sticking on the external pulse generator (epg) and it was non-functional. It was further reported that the 'dial are stuck' on the epg and the epg was received for repair. There was no patient involvement.